Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Agent understood that the pt had two intellis implants that were not yet registered in the system. Pt said that they thought that the intellis implants were implanted late winter 2023 and that they were done at the same time. Pt noted that one ins was for their back and the other ins was for their neck. Pt said that the ins for their back was the one they were having the issues with. The reason for call was that one of the implanted neurostimulator controllers went defunct this morning saying that it needed a battery pack replacement soon. Agent understood that the message was batteries low replace the controller batteries soon. Agent reviewed screen meaning with the pt. Pt said that the device had been acting funny for a week. Pt said that this morning the device went totally crazy when they were trying to recharge the ins as the controll ER was displaying multiple screens at once. Pt said that the rep told them this morning to reset the controller. Agent had the pt reset the controller and then unlock the controller. Agent had the pt open the batteries screen; the controller battery was at 100% and the ins battery was at 80%. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session; pt saw recharging excellent. Pt said that they had to hold the recharger paddle and press the paddle down over the ins so that the recharger would keep recharging the ins, otherwise the recharging connection would break and be lost. Pt said that the ins never holds a charge for very long. Pt said that they would fully recharge the ins and after a few hours, the ins would drop down to 60% and they didn't have it on even. Pt said that the ins used to charge within 30 minutes and now it was taking 2-3 hours plus. Agent sent an e-mail to repair to replace the recharger.